Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the returned wireless recharger (s/n: (B)(6)) found no visual anomalies with the returned device. Analysis however noted that the returned device was unresponsive and noted that the patient's complaint was confirmed. The led's scroll continuously and the device is unresponsive. The flash sector read/write protections bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was patient said they have left the charger on the dock for several days and the green light is scrolling up and down but it will not turn on they are not able to use it to recharge their ins. Worked with patient to reset the charger by holding down the power button for 45 seconds and patient confirmed the lights did not come on after the power button was pressed. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device.